Manufacturer narrative:
The actual device wa snot returned for evaluation. This is considered an isolated event. The cartridge contains standard luer components widely used throughout dialysis industry. Nxstage medical considers this report closed. No additional information will be provided. This report and the information contained herein is submitted to the food 7 drug administration under 21 cfr part 803 and represents the information available to company at an acknowledgement that the events herein occurred, the negligent or responsible for wrongdoing, and it does not constitute an admission that the device is defective, or that the device malfunctioned or otherwise failed to perform in any manner, or that the device caused or contributed to an injury or death.

Event description:
A critical care nurse reported that a luer connection broke off in an adult male patient's catheter while attempting to disconnect the patient. The clinician reported an estimated blood loss of 171ml. The clinician removed an estimated blood loss of 171ml. The clinician removed the broken piece from the catheter using sterile hemostats. The catheter was then checked for patency and was found to be functional.